Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Customer changed cartridge and infusion set to address the issue. Reportedly, the customer had been using the current cartridge for over 2 days. Tandem customer technical support informed customer that the insulin reported is indicated for use with tandem supplies for 2 days.